Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a tachycardia episode, the implantable pulse generator (ipg) gave right ventricular (rv) stimulation due to the rv refractory period near the t-wave. The physician reprogrammed the device noise reversion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.